Manufacturer narrative:
Other relevant device is: enlw1628c124e, sn: (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was lost to follow up. It was reported that approximately four years and eleven months post index procedure, the patient presented with expanded bilateral common iliac arteries that were greater in diameter than the endurant stent graft limbs, loss of seal with no endoleaks present. The left internal iliac artery was discovered to have been previously coiled on an unknown date. The physician elected to extend coverage into the left external iliac artery by implanting two endurant stent graft limbs. The physician then elected to extend coverage in the right common iliac by implanting an additional endurant stent graft limb. The procedure was completed and the event was resolved. The physician does not know the cause of the event. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.